Event description:
Indication for procedure: 99% stenosis in the mid-superficial femoral artery. Procedure. The md used a spnc turbo tandem device in the mid-sfa; pre-dilated with a 3x40 balloon. After performing several passes with the turbo tandem, a type d dissection was noted on angiogram. The md used a 5x40 balloon and a 5x120 idev stent to repair the dissection. There was no further affect to the patient. The spnc device performed as designed. There was no alleged defect or malfunction of the device. Review of the lhr found no issues or nonconformances.